Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture, high capture threshold, high pacing impedance, and noise over-sensing which led to pacing inhibition. The patient had fatigued and short of breath on exertion during periods of missed beats. The rv lead was capped and replaced on (B)(6) 2024.

Manufacturer narrative:
Further information requested but was not received.